Manufacturer narrative:
Physio-control further evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that one of their police unit's device kept repeating itself, "pull the red handle and attach the pads as described." The customer indicated that the handle had already been pulled and the defibrillation electrodes were attached to the patient, and the attachment was checked. The fire department/ems arrived very soon after the police and removed the customer's device and its defibrillation electrodes and connected the patient to their own defibrillator. After the event the customer's device displayed, "ok". Ems was able to get a pulse at the scene after CPR, but the patient a (B)(6) year old male with family history of cardiac arrest passed later at the hospital.

Manufacturer narrative:
(B)(4). Physio-control downloaded the electronic patient record from the customer's device. However, the record was dated from 2014 and physio confirmed that the time and date in the device was correct. Therefore, the record is not related to the reported event. Physio performed a clinical review of the reported patient event and was unable to determine if the device use contributed to the patient outcome. This was because of insufficient information available, due to the lack of the patient ECG record for the event to determine if the ECG rhythm was shockable. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that one of their police unit's device kept repeating itself, "pull the red handle and attach the pads as described." The customer indicated that the handle had already been pulled and the defibrillation electrodes were attached to the patient, and the attachment was checked. The fire department/ems arrived very soon after the police and removed the customer's device and its defibrillation electrodes and connected the patient to their own defibrillator. After the event the customer's device displayed, "ok". Ems was able to get a pulse at the scene after CPR, but the patient a (B)(6) male with family history of cardiac arrest passed later at the hospital.